Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in (B)(6) that during an unknown surgery on (B)(6) 2021, it was observed that the anchor on the 4.5 healix advance br w/ocord device broke upon insertion. The broken pieces were recovered without any issue. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during breaking of the anchor 4.5 healix advance on introduction at the beginning of screwing. The pre-hole with punch. Two breakage with 2 different anchors. Put in place of an anchor 5.5 after revision of the pre-hole with a punch 5.5. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Visual observation revelated that the anchor was cracked from the distal part but is held in place by suture. The suture card was in place. A manufacturing record evaluation was performed for the finished device lot number:7l43756 , and no nonconformances were identified. Based on the crack condition; this complaint cannot be confirmed. The possible root cause can be associated with axial misalignment, levering during the screwing. Moreover, excessive force on the inserter could have resulted damage the anchor. However, it cannot be conclusively affirmed. As per IFU, inserting the awl less than the specified depth, axial misalignment or levering with the anchor upon insertion, may result in anchor fracture. Also, it is important to do not apply a bending force to the inserter, this can damage the anchor or inserter tip. Rotate the inserter handle of the anchor in a clockwise direction until the laser line on the anchor inserter shaft is flush with the bone. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot that were released to distribution. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.